Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: the hcp attached p14j to a vial of keytruda, and then slowly connected n35j to p120j. The hcp then inverted the vial and the drug solution leaked.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 29-jun-2022. H6: investigation summary one injector connected to a protector and vial was provided to our quality team for investigation. Through visual insoected it was observed the protector was attached at an angle, preventing a secure connection to the vial and causing the protector needle to penetrate off center. Functional evaluations were performed and a leak was observed between the vial and the protector, no issues related to the injector were identified. A review of the device history was performed for protector lot 2109118 and injector lot 2104702, no deviations or nonconformance's were identified during the manufacturing process that could have contributed to this problem. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, including leakage testing. All results were reviewed and no issues were identified. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j leaked. The following information was provided by the initial reporter, translated from japanese to english: the hcp attached p14j to a vial of keytruda, and then slowly connected n35j to p120j.the hcp then inverted the vial and the drug solution leaked.